Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. A supply change was performed and the occlusion alarms continued. A system check was performed using the current supplies and the occlusion was found to be within the cartridge. There was no reported impact to the customer's blood glucose level. Tandem technical support assisted the customer with loading new supplies to address the occlusion.